Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited an electro-mechanical interference visible on the electrograms (egm)of the stored episodes. It was noted that the sensing integrity counter (sic) was high with short v-v intervals. It was also noted that on the non-sustained ventricular tachycardia and high-rate non-sustained episodes there was a double count visible on the electrograms (egm) of the right ventricular (rv) lead. Noise was also seen on the ICD. It was further reported that there was a little variation on tip to coil right ventricular (rv) lead pacing impedance. The patient is equipped with a cardiac contractility modulation (ccm) stimulator that is almost synchronous with the qrs and increases heart contractility, which could be the result of the high sensing integrity counter (sic). Troubleshooting was performed by was not sufficient to eliminate the oversensing complex. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.